Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with low flow alarms and numerous pulsatility index (pi) events and was admitted to the hospital. It was reported that from an lvad standpoint, it looked like the patient was ¿dry¿; however, a right heart catheterization was performed and the patient's pulmonary capillary wedge pressure was 26mmhg. Incidentally, it is known that the patient's pump is positioned with the inflow conduit pointed more toward the lateral ventricle wall. The patient was started on milrinone to help support the right ventricle. With the initiation of the inotrope the pi events and low flow alarms lessened. The patient is currently doing well in the ICU with a swan-ganz catheter in place. The plan was to possibly list the patient as status 1a for transplant.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. The evaluation of the submitted log file confirmed the reported low flow alarms and pulsatility index (pi) events; however, a specific cause for the events could not be conclusively determined. It was reported that the patient¿s inflow cannula was pointed more toward the lateral wall; however, images of the inflow cannula positioning were not provided. The patient was started on milrinone to help support the right ventricle, and with inotrope initiation, the pi events and low flow alarms lessened. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was transplanted on (B)(6) 2015.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the intermacs registry indicating: patient continued to have low flow alarms after being discharged from the hospital 2 weeks prior and it was found that her inflow cannula was malpositioned in the left ventricle. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): no. Malfunction component: pump: inflow cannula. Device malfunction: yes. Patient outcome: transplantation. Device malfunction causative factor: technical/procedural issues.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 5 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.